Manufacturer narrative:
(B)(4). Batch # unk. Device analysis: the analysis results found that the (B)(4) device was returned inside its package unopened. Upon visual inspection, a loose clip was observed to be inside the package. No conclusion could be reach as to what caused the clip to fall out from the device. It is possible that the package was submitted to higher forces then normal during transportation, allowing the clip to fall out from the device. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure, the surgeon opened the packaging and noted that there was cartridge retention. The surgeon did not use it on the patient. There were no adverse consequences to the patient. No additional information could be provided.